Event description:
This report is based on information provided by philips remote service and bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor gave the red error message: reset monitor during intubating a patient, and an analysis was performed. Based on the evidence available, the reported problem was confirmed. An audible, functional, and visual analysis was performed and identified the reported issue about the monitor that gave the red error message: reset monitor during intubating a patient. The customer reported that the device gave an error message on the screen that it needed to restart immediately, during intubation. The remote service engineer asked the customer to test the tempus pro and it did not display the error message therefore the device was sent for bench repair. The bench service personnel confirmed the reported complaint that the unit would restart when there were a large number of photos were taken with the use of a video laryngoscope. This failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.